Manufacturer narrative:
Manufacturer statement: the clinic disposed of the catheter after explantation. A serial number could not be determined. Thus, the manufacturing records of the catheter in question could not be checked. An examination of the manufacturing records of catheters of similar design and in the same manufacturing period did not reveal any anomalies. Due to the disposal of the catheter, no further investigations could be carried out. In comparable complaints with a similar defect pattern (torn catheter tip), user error could be detected. Since the catheter must have passed the final inspection and thus left the facility fully functional, a user error is very likely. However, since not enough information or the catheter are available, a malfunction cannot be completely ruled out, which is why we consider the event to be reportable as a precautionary measure. Note: the reporting of this event is based on observation 1 during inspection from (B)(6) 2023 - (B)(6) 2023 and therefore takes place outside the 30-day reporting period.

Event description:
Through our distributor of UK we received the following information to one of our raumedic catheter neurovent-pto-2l sent of (B)(6) hospital: pto 2l catheter was tunnelled on (B)(6) 2022 and had a reading of 8.6. And waveform throughout, po2 readings were lost d1/2 post insertion. Patient scanned d1 post insertion, it was a r frontal icp probe with the probe tip lying in the left thalamus, therefore post scan the probe was withdrawn 6cm and re-secured. Further scans displayed good placement. Patient was a tbi. On (B)(6) 2022 the probe was attempted to be removed and the tip disconnected and is now retained subperiosteally within the bone. In the first step, after removing of the catheter and with the knowing that the catheter tip was still remained in the patient head, no further surgical interventions were undertaken by the clinic or the treating doctors. The event therefore did not result in a deterioration of the patient's state of health. After explantation the catheter was disposed of by the hospital and is therefore no longer available for investigations. Due to enquiries about the patient's state of health and any necessary follow-up measures, we received the following statement from the clinic: as far as the team are aware the retained probe has not caused a clinical deterioration. The patient was well enough to have been sent to his local hospital for on-going orthopaedic and rehab management. They believe only an additional CT-scan was done as a result of the retained tip.